Event description:
Discordant advia centaur xp troponin results were obtained on two (2) patient samples. The laboratory questioned the results, then repeated the samples and the corrected results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant troponin results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the advia centaur xp instrument and instrument data indicate that the cause of the discordant troponin result was due to leaking aspirate 2 wash 1 valves. The fse repaired the aspirate wash 1 valves and adjusted reagent probe 1. The instrument is performing within specifications. No further evaluation of the device is required. .